Event description:
During a 2002 proctoring session the device detached from the delivery cable. The device embolized to the right ventricular cavity and was snared to the external iliac vein where it was surgically extracted. The physician reports the pt has some tricuspid insufficiency which may be related to retracting the device from the right ventricle. The physician stated that the device screwed onto the delivery cable without resistance and was advanced through the sheath without problems. The physician and proctor discussed the posibility that the device could rotate counterclockwise either in the sheath during advancement or as the device exited sheath.